Event description:
Country of complaint: (B)(6). Complaint states: needle detachment.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: samples received: 33 unopened pouches. Analysis and results: there are no previous complaints of this code/batch. All closed packs received are tight. Tested the needle attachment of the samples received and the results fulfill the requirements of the OEM. Needle attachment results before releasing the product were 1.89 kgf in average and 1.41 kgf in minimum and fulfilled OEM requirements. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: na. Corrective/preventive actions: na.